Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
A family member reported that on the evening of (B)(6) 2011 the patient was admitted to the hospital with blood glucose (bg) 369 mg/dl and large ketone, nausea, vomiting, abdominal cramps, frequent urination, and irritability. The family member reported that the patient was diagnosed with diabetic ketoacidosis. The family member stated that the patient was disconnected from the pump at the hospital but the pump was not turned off. The family member reported that the patient's bgs were normal on (B)(6) 2011; the site/set was changed on (B)(6) 2011 and bgs began to elevate on (B)(6) 2011. The family member stated that the patient's bg was 383 mg/dl the morning of (B)(6) 2011 and the patient was taken to the doctor's office, where the site was changed again. There were no site/set issues noted. Customer support (cs) reviewed the pump with the family member and found all settings and histories were correct. The family member was able to successfully prime and deliver an air bolus while on the phone with cs. Cs determined that the pump was functioning and delivering insulin appropriately, however the family member stated that the patient's doctor wanted the pump to be replaced. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.